Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer's current blood glucose reading is 220 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump was also received with a minor scratch on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.